Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was mixing pump failure. It was reported that the arctic sun device gave an alarm 80. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed received calibration error 80 (water check time out - unable to reach calibration temperature) in an arctic sun device expected value 6 actual value 29.7. Placed device in manual mode trying to drop temperature to 6c but device stalls at 24.7c. Biomed had device with error code 102 (water level not full at start of calibration) and would like to troubleshoot. Sn #: (B)(6).